Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed a auto check. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Initial submission was erroneously submitted as a 5 day report and philips is not required to initiate action to prevent an unreasonable risk of substantial harm. This report should be a 30-day initial report.